Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported by the customer that the device had a alarm - error codes/messages. There was no additional information provided and no patient involvement.

Event description:
It was reported by the customer that the device had a alarm - error codes / messages. There was no additional information provided and no patient involvement.

Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that they replaced cracked air in line which caused error. Replace broken door assembly. Completed recall on broken rear case. Replaced corroded door latch a review of the device history record showed the device had a manufacture date of 18apr2012. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. Based on the findings, service determined that the proximate cause of the reported issue was due to wear of the moog ail kit. A review of the complaint history record in trackwise and sap was performed for the sn (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer. There are CAPA #'s noted for the following parts replaced that have an already existing CAPA. Ca-2014-0284 for ail. 00926 for broken lvp door latch.